Event description:
It was reported that the patient underwent a lead replacement procedure due to lead migration. The explanted device will not be returned as it was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.